Manufacturer narrative:
Additional information added to b5 (there was no patient involvement;) patient code updated.****************************************************************************************************

Event description:
The device was found to have damaged/faulty components. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer through the service repair process. The proximate cause of the bezel issue was determined by the bezel boss recall to be due to issues with weakened fr-110 plastic. The proximate cause of the display board issue was reported by service to be due to a faulty component on the display board.

Event description:
The device was found to have damaged/faulty components.

Manufacturer narrative:
The customer report of lvp bezel post recall was addressed during the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the bezel issue was determined to be due to the bezel boss recall which addressed issues with weakened fr-110 plastic. The proximate cause of the display board issue was reported by service to be due to a faulty u4 component on the display board. The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. There was no reported patient injury. The device is used for therapeutic purposes.